Event description:
It was reported that there are missing display segments in the lower pulse rate portion of the display. There is no report of patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). An end of life letter was sent to the customer.